Event description:
A us distributor reported that a patient was experiencing check therapy pad messages and gel leak (no alarm).

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (check therapy pad messages and gel leak (no alarm)) has been confirmed. Upon investigation, the electrode belt was unable to complete incoming functional testing. The cause for the failure was isolated to a broken pulse wire in the cable connecting the distribution node to the rear therapy electrode from the solder connection. The root cause for the broken pulse wire could not be positively identified. There was no adverse event that resulted from the damaged belt.